Manufacturer narrative:
Unit received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not working due to moisture damage. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that the pump broke and it was not working anymore. The customer could see little bit water inside and also fluid in the screen. The customer said that the insulin pump¿s display went blank immediately after it exposed to moisture. The insulin pump will not be returned for analysis.